Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 50 mg/dl with unsteadiness when standing and walking, and severe dizziness, associated with an alleged insulin on board calculation issue. Reportedly, the patient remained on the and resumed with the same pump. They self-treated with glucose tablets/glucose gel, and food and/or drink. During troubleshooting with customer technical support, it was revealed the patient¿s healthcare provider had made changes to the basal settings. The patient stated ¿pump suggested she bolus 4.00 u for the carbs, 0.0 u for the low blood glucose, and she had 2.36 u for the insulin on board but pump still suggested she take 4.0 u and not subtract insulin on board from total¿. The patient was taught that the insulin on board is displayed as a reference when the blood glucose was within target and only subtracts from the blood glucose if the blood glucose is currently below the target. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.